Event description:
Additional information received from the consumer reported the issue was just a gradual change and no steps were taken to resolve the issue. The pain only hurt as the patient walked.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that she wanted the device removed. The patient had a return of symptoms a few years ago (2013) and she tried with the implant for a while and gave up a year ago. The patient also had pain from the implantable neurostimulator (ins) when she would walk. It didn't hurt, but it was uncomfortable. This had begun in (B)(6) 2015. The change in therapy/symptoms was reported to be sudden. The patient was redirected to their healthcare provider (hcp), of which they didn't have. Relevant medical history included urinary dysfunction/sacral nerve stimulation. Follow-up was performed to determine what actions were taken to address the event, if a cause had been determined, and if the issue was resolved.

Event description:
Additional information received from the patient reported that it does not work and it was hurting in the patient's buttocks. On (B)(6)-2016 the patient later reported she wanted to have the system removed.